Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing the low blood glucose. Blood glucose reading was 30 mg/dl or 32 mg/dl. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.